Manufacturer narrative:
The patient is reported to be over 18 years of age.

Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-06990 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(4) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient presented with mesh exposure in (B)(6) 2012. The physician prescribed premarin cream and referred her to an urogynecologist. The urogynecologist removed the exposed mesh on (B)(6) 2012 and the patient was doing well following the removal. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.